Event description:
A care giver/partner called to report the customer was admitted in the emergency room with vomiting, nausea, and diarrhea. Bgs were treated wtihin insulin drip. Later an employee from the hosptial called back for assistance to connect the customer back onto pump. Troubleshooting was performed. Device passed the test.